Manufacturer narrative:
Upon receive of this device at our quality assurance laboratory, the fiber was visually and functionally tested. Visual examination identified multiple breaks in the fiber body, as well as a break in the sub miniature type a (sma) connector. Based on these observations, the reported allegations were confirmed. It is probable that procedural handling contributed to the damage observed on the fiber. According to the instructions for use (IFU), it is instructed to carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. Based on all the information available, a conclusion code of cause traced to component failure was identified.

Event description:
It was reported that during a ureteroscopy with stent replacement for kidney stones treatment, the staff noticed a smell like burning rubber. The fiber was disconnected and replaced with a new one. The procedure was completed without patient complications.

Manufacturer narrative:
Upon receive of this device at our quality assurance laboratory, the fiber was visually and functionally tested. Visual examination identified multiple breaks in the fiber body, as well as a break in the sub miniature type a (sma) connector. Based on these observations, the reported allegations were confirmed. It is probable that procedural handling contributed to the damage observed on the fiber. According to the instructions for use (IFU), it is instructed to carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. Based on all the information available, a conclusion code of cause traced to component failure was identified.

Event description:
It was reported that during a ureteroscopy with stent replacement for kidney stones treatment, the staff noticed a smell like burning rubber. The fiber was disconnected and replaced with a new one. The procedure was completed without patient complications.

Event description:
It was reported that during a ureteroscopy with stent replacement for kidney stones treatment, the staff noticed a smell like burning rubber. The fiber was disconnected and replaced with a new one. The procedure was completed without patient complications.